Event description:
A surgical technician reported that following bilateral intraocular lens (iol) implant procedures, a patient experienced glare and could not adapt to the lens. The iol was exchanged approximately six and a half months later for another lens model. Additional information has been requested. There are two medical device reports associated with this event. This report is for the second eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The root cause has not been identified. There have been one similar complaint reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).